Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the surgeon was using the device, the ligasure maryland would not open its jaws after ligating tissue during the laparoscopic assisted vaginal hysterectomy. Jaws of the device were able to be removed from the tissue without damage. Another device was used to complete the procedure. There was no patient injury.